Event description:
Customer's family member called to report when the luer connection accidentally bumped, the reservoir door opened and accidentally infused about 20u of insulin and low blood glucoses occurred. Device was not in the leather case at the time of the incident. Unit was not dropped or bumped hard. Per family member, the customer also involved in sports at the school.